Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) hospital regarding sub-optimal processing resulting in dry, brittle tissue from a one hour protocol compromising 60 cassettes, which commenced and completed on (B)(6) 2011, using peloris tissue processor serial number (B)(4). Leica microsystems was advised on (B)(6) 2011 that ten gi biopsies required recollection due to over-processing artefact.